Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a feeding tube. The customer reports a premature infant (B)(6) experienced a duodenal perforation during use of a kangaroo feeding tube. A feeding pump was not utilized during the time of kangaroo tube placement. It was noted that the child was well after ¿op at the duodenum¿ and that the child food was ¿(B)(6).¿

Manufacturer narrative:
Please see the below investigation summary: a device history record review could not be performed because the lot number provided by the customer is not a valid lot number. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. The perforation of duodenum of a premature infant during the application of an enteral feeding tube is clinically known as being a foreseeable risk for this type of medical therapy. Rather than caused by the malfunction of the feeding tube, this specific adverse event is directly related to the clinicians technique for the intended tube placement and maintenance and monitor of tube location during indwelling period for this very fragile patient population. The covidien feeding tube is rx only so intended to be applied by well-trained healthcare professionals who shall have required knowledge and skill for adequately placing the feeding tube to the (B)(6). Please note, there is no malfunction of the feeding tube being reported by the customer for this incident. Because a complaint trend does not exist and a root cause for the reported condition cannot be specifically identified; a corrective action will be limited to manufacturing awareness. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
An investigation was currently underway, upon completion the results will be forwarded.